Manufacturer narrative:
Date is estimated; year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for gastrointestinal/pelvic floor therapy. It was reported that the patient thinks the interstim is no longer working correctly because patient is constantly peeing and leaking. Problems started around the time that patient had their last ins replacement, there have been times where it was ok but most of the time patient does not experience therapeutic effect. Patient also noticed that if they sits a certain way they can feel a zap sensation. Patient fell over a year ago. Troubleshooting was unable to be performed as the patient indicated they have already tried adjusting therapy settings and tried all available programs. The patient was redirected to their healthcare provider to further address the issue.